Event description:
This problem was identified by the MFR. During calibration testing of an electromechanical ambulatory infusion pump, the service tech identified a functional problem. The device failed to function with a delivery rate that was within the manufacturer's specified tolerance limit. The device under-delivered.